Event description:
According to the hospital's initial medwatch report mw5038579 dated 10/07/2014 received on 03/02/2015 from the local agent the following event happened: voluntary 10/17/2014: the #15 surgical blades were breaking when used. Medicon brand. Compared medicon 15 blade being used to the bard parker brand. Blade considerably thinner. Diagnosis or reason for use: surgical procedure.

Event description:
According to the hospital's initial medwatch report mw5038579 dated 10/07/2014 received on 03/02/2015 from the local agent the following event happened: voluntary 10/07/2014: the #15 surgical blades were breaking when used. (B)(4) brand. Compared (B)(4) 15 blade being used to the medicon brand. Blade considerably thinner. Diagnosis or reason for use: surgical procedure.